Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 503 mg/dl. The customer reported the infusion set cannula to appear bent. The customer reported insulin flow blocked alarm. The customer was assisted with 5.0 unit fill cannula and insulin did exit. The product was not returned for analysis.